Event description:
Customer reportedly obtained a result of 2.7 inr on the coagucheck xs system while a comparison lab returned as 4.2 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.